Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to faulty force sensor system. The motor tested ok. No motor position encoder error alarms noted in alarm history. The pump passed displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm and motor position encoder error from the insulin pump. The customer's blood glucose reading was 183 mg/dl. The customer stated that the pump was not exposed to high magnetic field. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.